Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on heartmate ii lvas a direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The account communicated that the patient experienced major bleeding in their abdominal cavity on 07apr2021 while in the hospital after undergoing a pump exchange. The patient was transfused with less than four units of red cell concentrate. The hmii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document as well as how to respond in the event that there is a risk of bleeding. The relevant sections of the device history records for vad-21064 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 15jun2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced major bleeding in their abdominal cavity on (B)(6) 2021 while in the hospital after undergoing a pump exchange. The patient received less than four units* of red cell concentrate per 24 hours were transfused. *:one unit=140 ml. Cause of the bleeding is unknown. No additional information provided. Related manufacturer report number MFR # 2916596-2021-01179.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.